Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that the iol was replaced with a different lens model and a difference of half a diopter of power.

Manufacturer narrative:
The customer indicated the use of an unspecified cartridge and an unspecified handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately 3 months following an intraocular lens (iol) implant procedure, the iol was removed due to residual refractive error and because the patient did not like the lens. Additional information has been requested.